Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the doctor was performing a laparoscopic assisted vaginal hysterectomy and the jaws of the enseal instrument wouldn't close. A second enseal instrument was used to complete the procedure with no consequence to the patient.